Manufacturer narrative:
Product event summary: the device was returned and performance data collected from the device was received, analysis of the device and of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced several hours of ventricular fibrillation (vf). The device and right ventricular (rv) lead delivered several shocks but the rhythm could not be converted. An external shock finally converted the patient. It was noted that a lead integrity alert (lia) triggered due to the fine vf rhythm. It was also noted that the rv lead had sub-optimal placement. The rv lead was capped and replaced. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.